Manufacturer narrative:
(B)(4). Device evaluation continued: unrelated to the complaint, the display screen was found to be dim and miscolored and the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(4). Multiple rewind, load, and prime steps were completed with out issues or alarms. During evaluation the force sensor was found to be out of calibration and contamination was observed in the force sensor assembly.

Event description:
The pump was returned to animas for a priming issue. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. This report is made based on the results of evaluation.